Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set has a hole in the portion of the tubing causing it to leak. The following information was provided by the initial reporter: I'm reaching out in follow up to an adverse event report related to alaris tubing which was found to be leaking and appears to have a hole in the portion of the tubing loaded into the IV pump.

Manufacturer narrative:
Investigation summary - a complaint of a hole in tubing, causing leakage, was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 22095041 was performed. The search showed that a total of 23,043 units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.